Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis.

Event description:
It was reported that after the unk procedure, when disassembling handpiece and blade after surgery, the 4-40 stud broke on the handpiece. No pt consequence.